Event description:
Note: multiple boston scientific mesh devices were implanted in the same patient. This report pertains to the pinnacle. It was reported to boston scientific corporation that a pinnacle and an uphold were implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2013 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: release left sacro-spinous, erosion and foreign body in muscle. On (B)(6) 2014 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: release boston scientific left arm and insert tfs. On (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: investigation regarding mesh situation and cystoscopy. On (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: endoscopic examination of colon. On (B)(6) 2019 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: cystoscopy regarding mesh into bladder. On (B)(6) 2019 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: removal of boston scientific pinnacle, uphold and tfs.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06558.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: multiple boston scientific mesh devices were implanted in the same patient. This report pertains to the pinnacle. It was reported to boston scientific corporation that a pinnacle and an uphold were implanted into the patient on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; other pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2013 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: release left sacro-spinous, erosion and foreign body in muscle. On (B)(6) 2014 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: release boston scientific left arm and insert tfs. On (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: investigation regarding mesh situation and cystoscopy. On (B)(6) 2018 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: endoscopic examination of colon. On (B)(6) 2019 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: cystoscopy regarding mesh into bladder. On (B)(6) 2019 the patient underwent further surgery regarding the pinnacle implant/uphold implant under general anesthesia for the following purpose: removal of boston scientific pinnacle, uphold and tfs.